Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both right atrial lead and right ventricular (rv) lead were not capturing at maximum output. The rv lead also had no sensing. Upon x-ray review, both leads were dislodged. Both leads were repositioned on (B)(6) 2018. The patient was stable after the procedure.